Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: date of birth: 1956. D6b: explanted date: the device was not explanted. E3: occupation: sales representative. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that bleeding occurred several hours after angio-seal deployment. The procedure performed prior to the use of the angio-seal was iliac angioplasty. Type of placement was retrograde. The iliac artery and superficial femoral artery crossover, the outcome was pseudoaneurysm, requiring placement of stent to stop bleeding. Monitoring and ambulation managed by different inpatient units. The operator was an experienced user with ultrasound guided puncture. The issue of potentially too early mobilization was raised. A more detailed investigation will need to be carried out regarding the bedside instructions given by ward staff. The procedure sheath size that was used was 6fr. There was no difficulty with arterial access, sheath, or catheter guide insertion. There was no issue during device insertion, deployment, or removal. Hemostasis was achieved by angio-seal. There was no blood loss. The patient was stable.